Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The customer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. The philips engineer replaced the battery of the wireless footswitch as a preventive action. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011).

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
A retrospective analysis of complaints revealed that the recall (z) number previously indicated in this report is incorrect. The correct recall number is z-0648-2022. Section h: recall (z) number corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.